Event description:
It was reported that system error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on right plunger case and battery door. Unable to duplicate the primary audible alarm background test error during occlusion test. The root cause of the reported issue was not determined. No physical or any other damaged was found on interconnect board. Actions taken to mitigate the reported issue: replaced interconnect board and speaker for preventive measure. Performed occlusion test and all functional testing which passed. UDI information is unknown. A corrective and preventative action has been opened to address the reported issue.